Manufacturer narrative:
Additional information: b5. B5: additional information was received from the nurse, stating that the patient did not have a transfer set issue (previously reported as the transfer set "came apart" from the titanium adapter). Instead, the titanium adapter pulled out of the patient¿s peritoneal dialysis catheter (non-baxter product). Therefore, the transfer set is no longer considered a suspect product in this event. Additionally, there was no allegation against the titanium adapter, as the titanium adapter remained in use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white catheter adapter of a pd transfer set ¿came apart¿ (disconnected) from the titanium adapter. This was further described as, the tubing got caught on the patient¿s wheelchair and the patient stood up yanking the tubing which caused the disconnection. This occurred during use of the device for peritoneal dialysis (pd) therapy. As a result, the transfer set was replaced and the patient received prophylactic antibiotics. There was no allegation against the titanium adapter and this remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.